Event description:
Alleged the right siderail has come apart. A new siderail was sent to the facility to repair the bed.

Manufacturer narrative:
Analysis of the siderail found the siderail failed due to a broken weld.